Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: four samples were returned. These hubs were not damaged. Inspected per (B)(4) ¿ foreign matter, components and materials, the parts were held at arm¿s length with normal vision. One of the samples was acceptable. The other three were then inspected using a 10x microscope. Some blue particles were observed as well as white ones. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer notes that it is difficult to determine where the foreign matter came from and that a potential cause could be that the blue particles may have come from the paper towel the samples were wrapped in. CAPA (B)(4) was initiated to capture the corrective actions for this issue. (B)(4).

Event description:
It was reported that foreign matter was detected on 22 g x 1 1/2 in. Bd safetyglide¿ needles before use. There was no report of injury or medical intervention.